Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the buttons on the customer's insulin pump became unresponsive after a battery change. It was also found the insulin pump was continuously flashing low reservoir. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No frozen screens were noted. Insulin pump received with cracked case at display window corners, display window, battery tube threads and minor scratches on lcd window.